Manufacturer narrative:
(B)(4). (B)(4) considers the investigation into this reportable event as closed. The leak was successfully packed during implant surgery and the recipient's device was activated. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced a cerebrospinal fluid leak during implant surgery.